Manufacturer narrative:
The reported anomaly was investigated by medtronic personnel. It was reported that the geocal.xml file was updated manually or corrupted. When modified or corrupted, the application cannot initialize the database of the system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/23/2017 a medtronic representative performed a system checkout on the imaging system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that when booting the imaging system, the system became unresponsive with a system booting please wait message. Rep rebooted the system with and without disconnecting the umbilical cord, the mobile view station (mvs) monitor booted to a black screen but the image acquisition system (ias) was still unresponsive with a system booting please wait message. System was part of testing, not for clinical use. No patient was present at the time of the issue.